Event description:
The user facility reported, an impella cp in a 68 year old male patient. For mechanical circulatory support, for high risk percutaneous cardiac intervention (hrpci). It was reported, that saturated pump flows were observed, on the initial impella device. The decision was made to explant the original device. And implant a new impella to resolve the pump flow issue. In is noted, that the devices were implanted and explanted on the same day. It was further reported, that care was withdrawn. And the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso). And it was determined, that there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.